Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the hydrophilic coating detached from the guide wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibialis. This 300cm v-14 control guide wire was advance to lesion without resistance; however the guide became kinked and it was noted the hydrophilic coating peeled off at the kinked points. It was further reported that some of the hydrophilic coating was left inside the patient. There was resistance met upon removal of the guide wire due to the damage. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).